Event description:
It was reported that the patient experienced a number of ventricular high rate episodes, including one episode with very short intervals, but with a wide morphology. Additionally, one r-wave was noted to be undersensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).